Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual testing were performed, and the reported issue could not be duplicated. However, a review of the event history log (ehl) indicated that the high-pressure alarm had been recorded as occurring continuously. The reported issue was not reproducible and the cause could not be determined. The downstream/upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The pump exhibited a high-pressure alarm during infusion at the facility. There was patient involvement, but no patient harm or adverse event was reported.